Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer states that the lab tech went to activate the heel warmer when it exploded. The heel warmer exploded on the chair and floor.

Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has made several attempts to gather additional info but no further info was available. If additional info is obtained the medwatch form will be updated.